Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/malposition of essure device location of device: left side of fallopian tube") and abdominal pain lower ("severe lower abdominal pain/left lower quadrant pelvic pain/lower abdominal pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included anemia. Concomitant products included alprazolam (xanax), cilest (ortho tri-cyclen), cyclobenzaprine, ferrous sulfate (feosol) and iron. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding") and back pain ("severe back pain/back pain/back pain/lower back pain"). In 2015, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") with vaginal discharge, dysmenorrhoea ("severe menstrual pain/dysmenorrhea"), dyspareunia ("pain during intercourse/dyspareunia"), allergy to metals ("nickel allergy/nickel allergy"), alopecia ("hair loss/hair loss"), acne ("acne/rashes or skin condition type: acne"), food allergy ("allergic or hypersensitivity reaction: hypersensitivity to food and sun"), photosensitivity reaction ("allergic or hypersensitivity reaction: hypersensitivity to food and sun"), fatigue ("fatigue/fatigue"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)/infection (bladder/urinary tract/vaginal) type: uti"), nausea ("nausea"), amnesia ("psychological or psychiatric problems: memory loss/psychological or psychiatric problems: memory loss"), mood swings ("psychological or psychiatric problems: memory loss, mood swings/hormonal changes describe: extreme mood swings"), emotional disorder ("hormonal changes describe: emotional"), aggression ("hormonal changes describe: aggression") and rash ("rashes or skin condition type:"). In 2016, the patient experienced adenomyosis ("adenomyosis/other injury(ies) or complication (s) please describe: adenomyosis"), tooth loss ("dental problems lost teeth, has 10+ cavities") and dental caries ("dental problems lost teeth, has 10+ cavities"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced the first episode of tooth disorder ("dental issues"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") and the second episode of tooth disorder ("dental problems"). The patient was treated with obetrol (adderall), ibuprofen, surgery (total laparoscopic hysterectomy, left salpingectomy, oophorectomy, bilateral salpingectomy), and alternative therapy (hair skin nail vitamin). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal haemorrhage, food allergy, photosensitivity reaction, fatigue, urinary tract infection, nausea, amnesia, mood swings, adenomyosis, emotional disorder, aggression, rash, tooth loss and dental caries had resolved, the vaginal infection, allergy to metals, acne, the last episode of tooth disorder, hormone level abnormal and cystitis outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain lower, acne, adenomyosis, aggression, allergy to metals, alopecia, amnesia, back pain, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, food allergy, hormone level abnormal, menorrhagia, mood swings, nausea, photosensitivity reaction, procedural pain, rash, tooth loss, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. On or about (B)(6) 2017, plaintiff underwent a hysterectomy with bilateral salpingectomy and left salpingo-oophorectomy to remove the essure device. (Essure insertion date: (B)(6) 2014 and (B)(6) 2015 discrepancy noted) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: mood swings, alopecia, dyspareunia, uti, pelvic pain, dysmenorrhea, menorrhagia, adenomyosis. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Hormonal changes describe: emotional, extreme mood swings, aggression, infection (bladder/urinary tract/vaginal) type: uti, malposition of essure device location of device: left side of fallopian tube, other injury(ies) or complication (s) please describe: adenomyosis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and abdominal pain lower ("severe lower abdominal pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis. Concurrent conditions included anemia. In 2015, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") with vaginal discharge, dysmenorrhoea ("severe menstrual pain/dysmenorrhea"), dyspareunia ("pain during intercourse/dyspareunia"), allergy to metals ("nickel allergy/nickel allergy"), alopecia ("hair loss/hair loss"), acne ("acne/rashes or skin condition type: acne"), food allergy ("allergic or hypersensitivity reaction: hypersensitivity to food and sun"), photosensitivity reaction ("allergic or hypersensitivity reaction: hypersensitivity to food and sun"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), nausea ("nausea"), amnesia ("psychological or psychiatric problems: memory loss") and mood swings ("psychological or psychiatric problems: memory loss, mood swings"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding"), back pain ("severe back pain/back pain"), the first episode of tooth disorder ("dental issues"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding"), the second episode of tooth disorder ("dental problems") and adenomyosis ("adenomyosis"). The patient was treated with obetrol (adderall), surgery (total laparoscopic hysterectomy, left salpingectomy, oophorectomy, bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, allergy to metals, alopecia, acne, vaginal haemorrhage, food allergy, photosensitivity reaction, the last episode of tooth disorder, fatigue, hormone level abnormal, cystitis, urinary tract infection, nausea, amnesia, mood swings and adenomyosis outcome was unknown, the back pain had resolved and the procedural pain was resolving. The reporter considered abdominal pain lower, acne, adenomyosis, allergy to metals, alopecia, amnesia, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, food allergy, hormone level abnormal, menorrhagia, mood swings, nausea, photosensitivity reaction, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. On or about (B)(6) 2017, plaintiff underwent a hysterectomy with bilateral salpingectomy and left salpingo-oophorectomy to remove the essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: mood swings, alopecia, dyspareunia, uti, pelvic pain, dysmenorrhea, menorrhagia, adenomyosis. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff's fact sheet and medical records received. Abnormal bleeding (vaginal), allergic or hypersensitivity reaction: hypersensitivity to food and sun, dental problems, fatigue, hair loss, hormonal changes, infection (bladder/urinary tract/vaginal), malposition of essure device, nausea, nickel allergy, pain, psychological or psychiatric problems: memory loss, very emotional and major mood swings, rashes: acne, vaginal discharge. Other: adenomyosis were added, patient's medical history added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/malposition of essure device location of device: left side of fallopian tube') and abdominal pain lower ('severe lower abdominal pain/left lower quadrant pelvic pain/lower abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, asthma and panic attacks. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included anemia and adenomyosis. Concomitant products included alprazolam (xanax), cyclobenzaprine, ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate (feosol) and iron. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)/heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding") and back pain ("severe back pain/back pain/back pain/lower back pain"). In 2015, the patient experienced vaginal infection ("vaginal infection/infection (bladder/urinary tract/vaginal)") with vaginal discharge, dysmenorrhoea ("severe menstrual pain/dysmenorrhea"), dyspareunia ("pain during intercourse/dyspareunia"), allergy to metals ("nickel allergy/nickel allergy"), alopecia ("hair loss/hair loss"), acne ("acne/rashes or skin condition type: acne"), food allergy ("allergic or hypersensitivity reaction: hypersensitivity to food and sun"), photosensitivity reaction ("allergic or hypersensitivity reaction: hypersensitivity to food and sun"), fatigue ("fatigue/fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)/infection (bladder/urinary tract/vaginal) type: uti"), nausea ("nausea"), amnesia ("psychological or psychiatric problems: memory loss/psychological or psychiatric problems: memory loss"), mood swings ("psychological or psychiatric problems: memory loss, mood swings/hormonal changes describe: extreme mood swings"), emotional disorder ("hormonal changes describe: emotional"), aggression ("hormonal changes describe: aggression") and rash ("rashes or skin condition type:") and was found to have hormone level abnormal ("hormonal changes"). In 2016, the patient experienced adenomyosis ("adenomyosis/other injury(ies) or complication (s) please describe: adenomyosis"), tooth loss ("dental problems lost teeth, has 10+ cavities") and dental caries ("dental problems lost teeth, has 10+ cavities"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced the first episode of tooth disorder ("dental issues"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), the second episode of tooth disorder ("dental problems") and thrombosis ("you have potential to continue having blood clots"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen, surgery (hysterectomy with bilateral salpingectomy and left salpingo-oophorectomy and total laparoscopic hysterectomy, left salpingectomy, oophorectomy, bilateral salpingectomy) and hair skin nail vitamin. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal haemorrhage, food allergy, photosensitivity reaction, fatigue, urinary tract infection, nausea, amnesia, mood swings, adenomyosis, emotional disorder, aggression, rash, tooth loss and dental caries had resolved, the vaginal infection, allergy to metals, acne, the last episode of tooth disorder, hormone level abnormal, cystitis and thrombosis outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain lower, acne, adenomyosis, aggression, allergy to metals, alopecia, amnesia, back pain, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, food allergy, hormone level abnormal, menorrhagia, mood swings, nausea, photosensitivity reaction, procedural pain, rash, thrombosis, tooth loss, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. On or about july 27, 2017, plaintiff underwent a hysterectomy with bilateral salpingectomy and left salpingo-oophorectomy to remove the essure device. (Essure insertion date: (B)(6) 2014 and (B)(6) 2015 discrapancy noted) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: mood swings, alopecia, dyspareunia, uti, pelvic pain, dysmenorrhea, menorrhagia, adenomyosis. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received: new events were added: you have potential to continue having blood clots and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal menstrual bleeding"), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), tooth disorder ("dental issues"), acne ("acne") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, vaginal infection, dysmenorrhoea, back pain, dyspareunia, allergy to metals, alopecia, tooth disorder and acne outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain lower, acne, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, procedural pain, tooth disorder and vaginal infection to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. On or about (B)(6) 2017, plaintiff underwent a hysterectomy with bilateral salpingectomy and left salpingo-oophorectomy to remove the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.